Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: provisional stemmed tibial component; p/n: 00598103701, l/n: unk. Provisional stemmed tibial component; p/n: 00598103701, l/n: unk. Provisional stemmed tibial component; p/n: 00598104701, l/n: unk. Provisional stemmed tibial component; p/n: 00598104701, l/n: unk. Provisional stemmed tibial component; p/n: 00598105701, l/n: unk. Provisional stemmed tibial component; p/n: 00598105701, l/n: unk. Provisional stemmed tibial component; p/n: 00598104702, l/n: unk. Provisional stemmed tibial component; p/n: 00598104702, l/n: unk. Provisional stemmed tibial component; p/n: 00598103702, l/n: unk. Provisional stemmed tibial component; p/n: 00598103702, l/n: unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00359, 0001822565 - 2020 - 00360, 0001822565 - 2020 - 00361, 0001822565 - 2020 - 00362, 0001822565 - 2020 - 00363, 0001822565 - 2020 - 00364, 0001822565 - 2020 - 00365, 0001822565 - 2020 - 00368, 0001822565 - 2020 - 00369.

Event description:
It was reported the instruments were found to be fractured. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report. Consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional confirmed that the returned devices are fractured. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to normal wear from use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.